Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. In this case, the onset of endocarditis of the newly implanted valve occurred within 60 days of implant. The surgeon stated that the death was multi-factorial and the valve may have been infected but he was not sure. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient and procedural factors contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via patient registry that a 23 mm pericardial aortic valve was implanted. Postoperatively there was concern for possible endocarditis. Per received medical records, the patient developed paf post-op, and was started on amiodarone and calcium channel blocker. On pod #7, the patient was in nsr, the surgeon noted there was some sternal wound drainage, but no signs of infection, and he discharged home in stable condition. A couple of weeks later he was admitted for sternotomy separation from coughing and recurrent right pleural effusion; after an extended hospital stay, he discharged to a skilled nursing facility. On pod #51, the patient was readmitted for septic shock, respiratory distress, and required paracentesis, bipap, IV antibiotics, and vasopressors. He then developed anuric renal failure and nephrology was consulted for hemodialysis. The patient decided he did not want advanced lifesaving measures or dialysis. Comfort measures were initiated, pressors were discontinued, and he expired on pod #53 due to septic shock, renal failure, methicillin-susceptible staphylococcus aureus bacteremia, and suspicion of endocarditis. The surgeon stated that the death was multi-factorial and the valve may have been infected but he was not sure.

Manufacturer narrative:
Reference CAPA-20-00141.